Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: st. Jude medical swartz sl1 8.5fr sheath, model # 407452, lot number unknown. (B)(4).

Event description:
It was reported that an 80 year-old male patient underwent an ablation procedure for idiopathic ventricular tachycardia with a thermocool smarttouch bi-directional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. During mapping phase, the patient became hypotensive and a tamponade was confirmed via transthoracic echocardiogram. Pericardiocentesis yielded 400ml. Patient was reported to be in stable condition. Patient did not require extended hospitalization as a result of the adverse event. Patient fully recovered with no residual effects. It was noted that the patient had atypical anatomy and a tortuous coronary sinus. Factors cited that may have contributed to the adverse event include the patient¿s atypical anatomy and the physician¿s handling of the catheter. Physician¿s opinion regarding the cause of the adverse event is that a coronary sinus dissection occurred while attempting to access the coronary sinus vein. It was also noted that the physician does not believe it was the fault of the product. No transseptal puncture was performed. Sheath used was a st. Jude medical swartz 8.5 french sl1 (407452). Generator parameters and settings at the time of injury were not reported. Overall ablation time and last ablation cycle time at the site of injury was 0 minutes and 0 seconds. Irrigated catheter flow was set at 2ml/min during mapping phase. Patient received anticoagulant (heparin) during the procedure with activated clotting time maintained between 300-350 seconds. There is no information regarding spi value. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure.

Manufacturer narrative:
On 5/25/2017, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that an 80 year-old male patient underwent an ablation procedure for idiopathic ventricular tachycardia with a thermocool smarttouch bi-directional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. The returned device was visually inspected, and was found in good condition. The catheter was evaluated for carto 3 system performance, and was recognized by the system with no error messages and proper visualization. Eeprom data demonstrates that the catheter was properly calibrated during manufacturing. The catheter was subjected to a screening test, which it. The force feature was found to be working properly, and the force sensor values were within specification. The catheter was tested for electrical performance and stockert compatibility, and it was found within specification. Deflection and irrigation tests were performed, which the catheter passed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use state that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.